Event description:
Reference number (B)(4) event occurred in netherlands this MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6)2024, customer report hospitalization/emergency medical treatment was required due to any blood glucose value dka seizure or diabetic coma event. Patient went to hospital on (B)(6)2024. Patient was still in the hospital on (B)(6)2024. Blood glucose level was over 25mmol/l. No further information available

Manufacturer narrative:
E1: patient city: (B)(4) patient country: netherlands h11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.